Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003; 4193-88 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a beeping coming from their device and contacted their clinic. The patient was advised to go to the hospital. At the hospital a company representative interrogated the device and discovered that there was a right ventricular(rv) lead fracture. The patient had symptoms of shortness of breath, had lost about twenty pounds over the past five to six months, and was experiencing nausea and anorexia. The patient was admitted to the hospital and had a lead revision where the rv lead was capped and replaced. It was also noted that the patient was given medication and their respiratory status improved. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.